Event description:
At a programming appointment on the 13th november in situ measurements could not be performed due to error message "could not read serial number." The user was re-implanted on the 13th january. This refers to report 9710014-2020-00674. Please refer to this report for further information.